Event description:
Consumer complaint of lo blood glucose results. Expected fasting blood glucose test result range is 80 to 116 mg/dl. Customer feels well but observed symptoms of excessive thirst and dizziness; unable to determine if related to results from meter. Medical intervention is not required at this time of the call on (B)(6) 2015. Verified storage of product is within instructed specification. Test strips lot MFR's expiration date is 04/23/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: lo (B)(6) 2015 10:53am; lo (B)(6) 2015 10:49am; lo (B)(6) 2015 10:46am; 72mg/dl (B)(6) 2015 08:29am; lo (B)(6) 2015 08:29am. Adverse event not reported.

Manufacturer narrative:
(B)(4). The investigation and product evaluated is complete. The most likely underlying root cause of this malfunction was due to cold solder joints under strip connector.

Event description:
Consumer complaint of lo blood glucose result. Expected fasting blood glucose test result range is 80 to 116 mg/dl. Customer feels well but observed symptoms of excessive thirst and dizziness; unable to determine if related to results from meter. Medical intervention is not required at the time of the call on (B)(6) 2015. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 04/23/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
Product not yet evaluated. (B)(4).